Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was makes a stronger noise in certain positions when the vibration was in use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No vibration anomalies noted during testing. No pump error 63 alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).